Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Two juggerknot's were returned for evaluation, and visual examination determined that the tip of each instrument has fractured. Juggerknot needle tip fractures were analyzed by sem and it was found that they were fractured due to overload. Ductile overload dimples were identified on both the needle tip fractures. Eds semi-quantitative elemental analysis of both the needle tips reveal that they were consistent with nitinol, showing ni, ti, c, o, n, and na as major elements. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02721 and 0001825034-2018-00549.

Event description:
It was reported that during a bankart repair procedure, the inserter tips for two anchors fractured while implanting the suture anchor. The surgery was completed with another anchor, after retrieving the fractured pieces from the patient's wound.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bankart repair procedure, the inserter tip for the anchor fractured while implanting the suture anchor. The surgery was completed with another anchor. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bankart repair procedure, the inserter tip for the anchor fractured while implanting the suture anchor. The surgery was completed with another anchor, after retrieving the fractured piece from the patient's wound.